Event description:
It was reported that in or 26 the boom end cap fell onto patient which contaminated the field. The patient was administered addition antibiotics to the contact point to minimize any chance of an infection occurring. There was no open incision on the patient but the robot was inside of the patient. There was no bruising or wound sustained from cap contact.

Manufacturer narrative:
It was reported that an equipment boom end cap cover fell during a robotic hysterectomy procedure. The cover fell onto a patient, delaying the surgical case by 20 minutes. The patient was administered antibiotics at the contact point to minimize infection risk. There was no open incision in the patient at the time the cover fell, but the robot was inside the patient. There was no bruising or wound sustained from the cover falling, and there were no reports of an injury. The stryker field service technician (sfst) was dispatched to the account to investigate further. The sfst confirmed from hospital staff that the end cap cover fell due to collision from a surgical light head. There were no signs of damage to the cover or the boom armset. The sfst replaced the cover with a new one and confirmed that it was flush with the arm set and seated properly. If further information is obtained a supplemental will be filed.